Event description:
The pump was returned for investigation. Investigation revealed a dim and faded display screen. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigation revealed a dim and faded display screen. Unrelated to the complaint, a review of the black box revealed evidence of a time/date reset after 10 minutes on (B)(4) 2014. The returned battery cap and cartridge cap were used to complete the investigation. There were no errors, alarms or warnings that occurred during the investigation. The time/date defaulted to factory settings after a 6 hour power on reset. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).